Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 3005751028.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 3005751028.

Manufacturer narrative:
(B)(4) d2, d4, g4: diligence is in process to provide product identification information; however, no further information has been provided at this time. D10: additional associated products unk femoral lot# unk, unk tibial lot# unk, unk bearing lot# unk. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent revision for a fractured patella button three years, and three months post implantation.